Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported sometimes an error message appears, and the screen turns black during inspection for use, involving a endoeye flex deflectable videoscope. There was no patient injury reported.